Event description:
Description of event: information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said pt was in emergency room with vagal nerve stimulator and the ER said they needed a neurologist to interrogate the device, but neurologist redirected to medtronic. The only model number the caller had was nmrm6122. Pt was not in registration systems and their name was (B)(6), (B)(6) 1997). Tss redirected to livanova. More questions were not asked because caller was redirected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)